Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that it was taking the patient too long to charge their ins. The patient stated that sometimes it takes up to three hours. The patient reported that it was like it was using up the battery quicker than it did before. The patient mentioned that they had been turning up the stimulation they were moving around or shopping when their lower back hurts worse. The patient noted that they turn the stimulation down at night. The patient also noted that they had all the coupling bars while charging. The patient requested adhesive discs. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The hcp stated that the cause of the charging taking too long and the battery depleting too rapidly was not determined and it was unknown if the adhesive discs helped to resolve the issue. No further complications were reported/are anticipated.